Event description:
It was reported that by the patient's spouse that the day after implant the implantable cardioverter defibrillator (ICD) was alerting every four hours. This is potentially indicative of a right ventricular (rv) lead issue. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.